Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with posterior colporrhaphy due to rectocele and rectal peritoneal fistula. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, organ perforation, recurrence, dyspareunia, and vaginal scarring. The patient underwent rectocele repair on (B)(6) 2011 for rectocele and vaginal vault prolapse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent diagnostic laparoscopy, exploration of posterior compartment and release of adhesions, closure of posterior compartment, non-tension on (B)(6) 2014 due to pelvic pain, introital (vaginal pain) with some scarring and possibly related to mesh. No additional information was provided. (B)(4).